Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that device feature smartpass was disabled as the result of undersensing low amplitude signals. The patient was seen in-clinic for follow up and smart pass was re-enabled. The device remains in service. No adverse patient effects were reported. Additional information was received that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing. Review of the patient electrogram (egm) found that the r-wave amplitude drops and a morphology change is observed which leads to undersensing follow by oversensing. It is unknown if the change in morphology is a result of a change in underlying patient condition. The patient reported they were bent over at the time of the shock. Technical services (ts) recommended further troubleshooting in office. At this time, the device system remains in-service. No adverse patient effects were reported. According to additional information, this patient received an additional inappropriate shock from this s-ICD system. The physician has deactivated the system. Ts noted that the shock was likely caused by noise from the patient's left ventricular assist device (lvad). No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD was explanted for battery replacement. A new s-ICD was successfully placed. No adverse patient effects were reported outside of replacement procedure. This product has been returned to boston scientific for further investigation.

Event description:
It was reported that device feature smartpass was disabled as the result of undersensing low amplitude signals. The patient was seen in-clinic for follow up and smart pass was re-enabled. The device remains in service. No adverse patient effects were reported. Additional information was received that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing. Review of the patient electrogram (egm) found that the r-wave amplitude drops and a morphology change is observed which leads to undersensing follow by oversensing. It is unknown if the change in morphology is a result of a change in underlying patient condition. The patient reported they were bent over at the time of the shock. Technical services (ts) recommended further troubleshooting in office. At this time, the device system remains in-service. No adverse patient effects were reported. According to additional information, this patient received an additional inappropriate shock from this s-ICD system. The physician has deactivated the system. Ts noted that the shock was likely caused by noise from the patient's left ventricular assist device (lvad). No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.